Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing was damaged and separated. There was no report of patient impact. The following information was provided by the initial reporter: customer reporting regarding the bd alaris pump infusion set (ref 2426-0007) tubing disconnecting above the safety clamp while priming with lipids.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 08-jun-2023. H6: investigation summary: one sample was received and tested by our quality team. The set was received separated as the customer complained and this complaint was verified. The silicone pump section that was complained separated was analyzed under high power microscope and there was an indent present which indicated that the set was properly assembled. The manufacturer was contacted and this issue is usually due to an improper loading technique. The root cause of this failure is unknown but not due to manufacturing defects. Multiple possible lots were found for this set. A device history record review was performed and there were no relevant production issues or quality notifications with the mat # 2426-0007 sets of the following lots: 23039058 ((B)(4) units produced on 07mar2023), 23039059 (B)(4) units produced on 08mar2023), 23039060 ((B)(4) units produced on 08mar2023), 23039061 (B)(4) units produced on 08mar2023).

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing was damaged and separated. There was no report of patient impact. The following information was provided by the initial reporter: customer reporting regarding the bd alaris pump infusion set (ref (B)(4)) tubing disconnecting above the safety clamp while priming with lipids.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.